Event description:
Procedure type: spinal surgery - cervical fusion. According to the reporter: the doctor noticed that the pt had a screw backing out of the anterior cervical plate. The surgeon was not planning to revise the pt at this time. This occurred during routine post operative visits.

Manufacturer narrative:
(B)(4)